Event description:
It was reported by dealer that both brakes on the 65650r rollator are not holding. Dealer advised rollator is used as a demo in a physical therapy gym. Dealer could not provide any further information.